Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial #: (B)(4), implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 22-may-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins).it was reported that patient had ins replacement. Patient stopped charging battery and let it go into overdischarge state one year ago. Patient reported since implant he was never able to obtain pain relief. He said the trial worked but implant did not. He claimed he felt the stimulation in pain areas but it would not provide relief. On (B)(6) 2018 patient has ins replaced to new ins. Patient stated charging was an issue with old device. During the replacement hcp unscrewed the leads from the ports of the old ins and leads were nearly stuck inside. They ended up coming out but with some necessary force. Impedances were ran and out of range contacts for number 4 and 10. Patient noncompliance with charging and sounds like patient does not like the low density options. Programmed new device with high density settings. Ran impedances several times intraoperative to try and resolve them. Hcp attempted to wipe down leads may times but overall numbers 4 and 10 never resolved. Sometimes other contacts would be out of range, but after another impedance check they would resolve, with the exception of contacts 4 and 10. The issue has been resolved at the time of this report. No further patient symptoms or complications were reported in this event.